Manufacturer narrative:
Immediately following patient complaint receipt on (B)(6) 2016, medical action industries (mai) opened an internal complaint investigation, (B)(4). A supplier corrective action request was initiated and submitted to the owens and minor global sourcing team to address this issue with the manufacturer, shanghai wellong medical materials in (B)(6). The global sourcing team presented to the factory on 09/04/2016. At that time, there were no issues or nonconforming product problems found. The dressing has had skin irritation testing and skin sensitization tests conducted according to iso 10993-10:2010 protocol. Testing concluded the non-woven wound dressing did not induce skin irritation and there was no significant evidence of causing skin sensitization. Mai confirmed with the manufacturer that production processes have remained unchanged since initial manufacture in 1997. The dressing has an area of adhesive around the parameter of the dressing with a gauze padded area in the center. There are adhesive specifications and inspections implemented as part of quality production control for this device. A review of mai complaint database confirms that this is the first complaint of this nature 01/01/2015-present. Based on mai investigation of trending database, product studies, and onsite factory evaluation, this issue appears to be isolated. Medical history and details related to this issue have been insufficient to conclude a definitive root cause for this patient incident. Mai was unable to confirm the complexity and nature of the statement "ripped skin" as in the size, depth, and severity of the occurrence. These details would allow for a better medical review of this occurrence and determination of the possible cause of this issue for this patient. Mai also is unaware of any details related to any potential contributing factors such as adhesive allergies the patient may have or details regarding the application of the dressing which may be relevant to a conclusive investigation.

Event description:
On (B)(6) 2016, medical action industries' customer service received a phone call from a home care patient of fresenius dialysis clinic, located at (B)(6). Patient stated that the dialysis clinic had applied medical action branded dressing, item: 44258, 4x4 island dressing to her access site. The patient reported that when she removed the dressing, it ripped her skin. Customer service manager advised the patient to call the dialysis center to address her health care appropriately foremost and ensure appropriate care was taken for the reported patient injury. Medical action industries also called the dialysis clinic to report the patient complaint immediately thereafter; however, we have been unable to acquire any further details related to this incident from the patient or fresenius dialysis clinic subsequent to this report. The dressing, while medical action industries private labelled, is manufactured by shanghai wellong medical materials who owns the specifications for this dressing.